Manufacturer narrative:
The hill-rom tech found the center arm assembly broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the ctr arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating right foot siderail will not latch. The bed was located at the account on the 3rd floor. There was no pt / user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).